Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided the complaint report will be updated.

Event description:
The patient underwent an initial shoulder arthroplasty procedure. A revision surgery was subsequently planned and performed to convert the construct from a hemiarthroplasty to a reverse shoulder arthroplasty. Preoperative planning was conducted using the blueprint planning feature. During the revision procedure, the humeral head and coupler were explanted, and reverse shoulder components, including tray and polyethylene, were implanted on the glenoid side.

Event description:
The patient underwent an initial shoulder arthroplasty procedure. A revision surgery was subsequently planned and performed to convert the construct from a hemiarthroplasty to a reverse shoulder arthroplasty. Preoperative planning was conducted using the blueprint planning feature. During the revision procedure, the humeral head and coupler were explanted, and reverse shoulder components, including tray and polyethylene, were implanted on the glenoid side.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.